Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector prior to insertion. At the time of the event, the patient's blood glucose level was low. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.